Manufacturer narrative:
Please note that this follow up MDR also covers the follow up for MFR #2954323-2021-72975. Section d4 (expiration date) has been updated based on an extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to an adhesive issue-overbandage/support mount to the patch adhesive of the freestyle libre sensor. The sensor kit expiration date is april 30, 2021. The medical event associated with this complaint case occurred on june 2, 2021 which confirms that the device was used beyond its useful life. Additional investigation activities are not required as the device met specifications when it was released and throughout its lifespan if the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor fell off during wear and resulted in a medical event. The customer was unable to obtain a glucose scan. It was reported that customer did not feel well and self-treated with drink. A third-party obtained an unspecified high glucose result on an unspecified device. The customer received medical treatment from the third party; however, no treatment details were reported as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor fell off during wear and resulted in a medical event. The customer was unable to obtain a glucose scan. It was reported that customer did not feel well and self-treated with drink. A third-party obtained an unspecified high glucose result on an unspecified device. The customer received medical treatment from the third party; however, no treatment details were reported as the customer refused to provide additional information. There was no report of death or permanent injury associated with this event.